Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level due to fill estimate. The customer reloaded the same cartridge and the issue was resolved. In addition, it was reported that an occlusion alarm had occurred during bolus. The customer's blood glucose was (180 mg/dl) the customer took a bolus. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.